Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose value was 12.2 mmol/l at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm due to the motor error alarm.